Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that shock impedance measurements trending downward on home monitoring, measuring as low as 25 ohms in the last month. Far-field signal appears noisy in transmitted recordings. Lead to be evaluated further and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.